Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, guided caller through reset procedure, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if issue returned, which caller understood and acknowledged.